Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india private limited (omsi). The device evaluation confirmed burn of the distal end and the ccd cable. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time because the evaluation is still in progress. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp (omsc) was informed that during a bronchial dilation procedure to remove a tumor from the patient¿s lung, the entire distal end portion of the subject device burned at the moment the doctor stepped on the foot pedal of an electro surgical unit. The event reportedly occurred when the accessory for the electro-surgical unit passed through the instrument channel of the subject device. After the event, the facility replaced the subject device with a similar device, and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the user facility. The accessory for the electro surgical unit used during the procedure was a non-olympus single use electro surgical snare (acu electro snare as-1; cook). It was reported that an active cord was connected to the bipolar output of the electro surgical unit (covidien force cx) and the monopolar electro surgical snare although the snare should be connected to monopolar output with the active cord. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.